Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the aspirate probe 4 was not aspirating all of the cuvette fluid. The cse replaced the aspirate probe, but the issue persisted. The cse found a hair line crack in the tubing at the probe connection. The cse replaced the tubing and verified that all probes were aspirating correctly. The cse reran qc and (B)(6) patients samples and obtained (B)(6) results as expected. The cause of the discordant, (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on thirty six patient samples on an advia centaur xp instrument. The samples were repeated in duplicate on the same instrument, all resulting (B)(6). The discordant results were not reported to the physician(s). Additionally, the customer repeated all thirty six samples on an alternate advia centaur instrument from a different laboratory, all resulting (B)(6). It is unknown if the repeat results from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.